Event description:
It was reported that this left ventricular (lv) lead was found to be dislodged during x-ray examination. The physician decided to explant and replace this lead. No additional adverse patient effects were reported.